Event description:
A balloon burst at six atmospheres during an iliac angioplasty of a highly calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow up revealed the lesion was highly calcified, therefore co believes this factor contributed to the event and does not attribute it to the device. However, without evaluating he device, co cannot determine the exact cause for this event. Co's directions for use state: "due to the thin wall thickness of the balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."